Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that x-ray revealed that one of the patients leads was fractured. As a result, surgical intervention was undertaken on 09 november 2023 wherein lead was explanted and replaced to address the issue. It is unknown which lead was fractured.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000047175. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.